Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted hysterectomy, the trocar leaking through the seals. They completed the case with the device with no pt consequence.